Manufacturer narrative:
To date, the lead and device have not been returned to boston scientific crm. Should the products be returned; the products will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator experienced an inappropriate shock while holding an infant. The infant was subsequently dropped and experienced a skull fracture that required surgery. The infant has recovered. Upon interrogation of the device, it was noted that the inappropriate shock was likely due to oversensing as a result of a right ventricular defibrillation lead fracture with impedances greater than 2000 ohms. It was also noted that the lead had increased thresholds. A revision procedure was performed; the lead and device were removed. The products remain with the patient and were not returned at this time.